Event description:
It was reported the device was not reading cassette. There was unknown patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. B3, g4, d4: UDI unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratched lcd lens, bubbled dso seal, cracked battery door, and a damaged battery compartment. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the dso sensor was the root cause. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. D9: (B)(6) 2024.